Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had expired. The clinic nurse confirmed the patient expired while connected to the liberty select cycler. The cause of death was unknown, but it was possibly a seizure. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was in treatment on the liberty select cycler on (B)(6) 2025 at approximately 11:45 pm. The patient's spouse noted the patient appeared to display seizure-like activity and then was unresponsive. The patient had a do not resuscitate (dnr) order. The patient was pronounced deceased at home and transported to the funeral home. The cause of death was documented as heart failure. The pdrn stated there were no issues with the patient's treatment or the liberty select cycler prior to the death. No additional information was available related to the death.

Manufacturer narrative:
Clinical review: there is a temporal relationship between the peritoneal dialysis (pd) utilizing the liberty select cycler and the patient event of death. However, there is no documentation to show a causal relationship between the patient death and use of the liberty select cycler. Additionally, there is no allegation of a liberty select cycler defect or deficiency reported for this event. This patient experienced what appeared to be seizure-like activity prior to becoming unresponsive. The cause of death was attributed to heart failure (hf). Cardiovascular disease, including hf, accounts for approximately 50% of the deaths in patients undergoing dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had expired. The clinic nurse confirmed the patient expired while connected to the liberty select cycler. The cause of death was unknown, but it was possibly a seizure. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on the liberty select cycler on (B)(6) 2025 at approximately 11:45pm. The patient¿s spouse noted the patient appeared to display seizure-like activity and then was unresponsive. The patient had a do not resuscitate (dnr) order. The patient was pronounced deceased at home and transported to the funeral home. The cause of death was documented as heart failure. The pdrn stated there were no issues with the patient¿s treatment or the liberty select cycler prior to the death. No additional information was available related to the death.